Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The IFU also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided. Additional/corrected patient information: the patient's age has been updated.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use (IFU) that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. The IFU also indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in 2013. According to the report the patient had to go into the ER to have the device adjusted multiple times. The report stated the device was originally set at pressure level 1.0, but in the ER the device was found to be at pressure level 1.5. It was reported that, the second time the device was checked, the pressure level setting showed the device at pressure level 2.5. It was also reported that the patient was experiencing lightheadedness, nausea and high blood pressure. The device was explanted in 2015 and replaced with another strata valve. Reportedly, the patient is doing well with the new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.